Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax light mesh (x2) and perfix light plug. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax light meshes (x2) which were implanted on (B)(6) 2016 and (B)(6) 2019. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax light mesh (device 1 and 2). Per op notes, ¿the previous periumbilical scar was incised on the left side. A moderate to large sized direct hernia was identified in the right side and reduced. A smaller direct hernia was identified in the left side and reduced. A 3dmax light mesh (device 1) was placed in the left side overlying the femoral indirect and direct orifices and secured with tacks one above the cooper¿s ligament and two superior tacks in the mesh. A 3dmax light mesh (device 2) was placed in the right side and tacked. Fascial defect at the umbilicus was then closed with suture.¿ (B)(6) 2019 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix light plug (device 3). Per op notes, ¿transverse incision was made from the pubic tubercle. The hernia sac was identified. The moderate sized cord lipoma was separated from the round ligament and hernia sac and clamped at its base. The fat was amputated and ligated with suture. The hernia sac was then separated from groin and inverted. A perfix light plug (device 3) was placed within the defect and secured with suture. A light mesh patch was then secured inferiorly to the inguinal ligament with suture.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2013) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d3, d4, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the 3dmax light (device 1). An additional supplemental emdr was submitted to represent the bard/davol 3dmax light (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax light (device #1). An additional emdr was submitted to represent the bard/davol 3dmax light (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax light mesh (x2) and perfix light plug. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax light meshes (x2) which were implanted on (B)(6) 2016 and (B)(6) 2019. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.